Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) exchange procedure, the patient's post-exchange refraction on day 1 was -2.50+3.00x176. The target refraction was -0.09. The surgeon documented comments: corneal suture left eye measurements after iol exchange. Additional information was provided by the director of nursing, who reported that surgeon expects the event will resolve with treatment. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the second iol implanted.